Manufacturer narrative:
Samples received: 180 closed and one open units. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Received 180 closed units and one open sample with the needle already detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. When the rotation test was conducted to the closed samples received it was noticed that the thread easily breaks next to the needle in most of the units. This is caused by excessive thermal treatment in the thread ends, during the manufacturing process. Thread ends are thermally damaged and they break in the attachment area which leads to needle detachment. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Needle attachment strength results conducted on samples before releasing the product into the market fulfilled the requirements of the OEM. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM, it is concluded that the complaint is justified. Corrective/preventive actions: CAPA has been initiated to avoid this kind of incident ((B)(4)). The batch number of this case was manufactured previous to the actions taken in the CAPA. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going

Event description:
Needle is not attached to the thread. No patient injury or prolonging of surgery reported.